Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 250cc saline breast prosthesis, cat. #3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a bilateral breast augmentation procedure with mentor smooth round moderate profile 250cc saline breast prostheses that both deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 350cc saline breast prostheses on (B)(6) 2016. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 03/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 03/27/2018, the product investigation was completed. Upon receipt by mentor, the device contained no fluid and could not be weighed. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation (pe) team observed the device appears intact. Leak testing of the device was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. The complaint was not confirmed since no anomalies were found on the device. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer's reference number: (B)(4).